Event description:
Hold for rw 3/18 this supplemental report is being submitted due to completion of the investigation on 28-jun-2023.

Manufacturer narrative:
Device evaluation: the 1 x zebd-7-10 zimmon biliary stent set of lot number c2012017 involved in this complaint was returned for evaluation, without the original packaging. With the information provided, a physical examination and document-based investigation was conducted. This file captures an incorrect size wire guide used on the device which has been attributed to user error. User /use related complaints is considered foreseen misuse. Its is unknown how the device will perform outside of instructions for use and /or labelling requirement. The user has not complied with the requirements of the IFU and /label. Trending will monitor if any further investigation is required. The device related to this occurrence underwent a laboratory evaluation on 23/may/2023. The lab evaluation notes and lab attendees can be verified in the ¿returned product-notes ¿section. The returned device lab examination findings and observations can be referred through attached files. On evaluation it was noted that the stent and pigtail straightener returned, kinks observed on the 4th and 5th portholes on the tapered end. A 0.035" wire guide will not pass the kinks. Prior to distribution all zebd-7-10 devices are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. A review of the manufacturing records for zebd-7-10 of lot number c2012017 did not reveal any discrepancies that could have contributed to this complaint issue. IFU review: it should be noted that in the japanese packaging insert (c-es0202m18): states: ¿choose a wire guide with outer diameter 0.035 inch (0.89mm) for use with this product". It also says "remove this product from the package and inspect with particular attention to bends, kinks and breaks". The japanese packaging insert (c-es0202m18) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. There is evidence to suggest that the user did not follow the packaging insert. Image review an image was not returned for evaluation root cause review: a definitive root cause of user error can be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the pigtail stent, it is likely that the extent of the curvature of the pigtail will be greater when a 0.025¿ wire guide is used. As per information stated a 0.025" wire guide was used. Confirmation of complaint: the complaint confirmed based on visual and/or functional inspection. Summary: failure identified: stent kinked. Confirmed quantity of 1 device, prior to use. Investigation findings conclude a definitive root cause of user error can be attributed to the use of a non-recommended size wire guide with the device. Complaint is confirmed based on visual and/or functional inspection. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.

Event description:
This supplemental report is being submitted due to completion of the lab evaluation on the 23-may-2023.

Manufacturer narrative:
Investigation is still pending. A follow-up MDR report will be submitted to include the investigation conclusions.

Event description:
Zebd-7-10, was to place at common bile duct. A wire guide had been attempted to inserte from the tip of zebd-7-10. But a wire guide didn't pass. The user selected other device (details unknown) and complete the procedure. No health hazard. User's comment: due to product defects. Rep¿s comment: due to product defects. It's possible, that the kink at the pig tail part. [Additional information] ((B)(6) 2023 reattached correct information): 1 for all complaints, ask: does the complaint relate to device placement/device removal/observation prior to patient contact? Device placement. 2 what was the target location for the stent? Common bile duct. 3 please describe the storage conditions of the device prior to use, especially those pertaining to temperature and light exposure? Unknown. 4 what is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure? Bonston, scientific/endoselector 0.025. 5 was the wire guide lubricated prior to use? Unknown. 6 was the device at the centre of the complaint inspected for damage prior to use? Unknown. 7 was the wire guide inspected for damage prior to use? Unknown. 8 were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? Unknown. 9 if yes, please indicate the procedure performed. 10 did the patient involved exhibit altered anatomy or tortuous anatomy? No. 11 if not with the device in question, how was the procedure finished? Pls. Refer patient/event info tab. 12 did the patient require any additional procedures as a result of this event? No. 13 what intervention (if any) was required? 14 was the secondary intervention performed, during the same procedure as the device failure. Or was it scheduled for another day? 15 were any other defects observed, on the device prior to return (other than the reported complaint issue)? Unknown. 16 was a straightener used to straighten the stent? Yes. 17 (if any damages were confirmed prior to use) was the package damaged? Unknown. For complaints occurring during use (once in contact with endoscope) also ask: 2 what is the endoscope manufacturer, the model number and working channel size that was used for the procedure? 3 does your medical facility have a service/maintenance schedule associated with its endoscopes? 6 was resistance encountered when advancing the wire guide to the target location? 7 was resistance encountered when advancing the introduction system in place to the target location? 8 how did the physician deal with this resistance? 9 how did the physician determine the length of the stent to be used for the procedure? 10 where was the stricture located in the duct? 11 was the stricture dilated prior to placing the device? 12 was resistance encountered when advancing the stent through the obstructed area? 13 after placement, was stent position verified? 14 if yes, please describe how. 15 please estimate/indicate the amount of time the stent was in place dwelling prior to this occurrence. 16 did any section of the device detach inside the endoscope or patient? 17 if yes, please specify what section of the device broke off. 18 please indicate whether the device broke in the endoscope or in the patient? 19 was the broken device retrieved? 20 if yes, please indicate what tools were used during retrieval. 21 were any modifications made to the complaint device or accessories used with the device in this procedure? For example; guiding catheter shortened. 22 if yes, please indicate what modifications were made. 23 please indicate why the modifications were necessary. 24 please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. 25 did the patient require any additional procedures as a result of this event? No. 26 what intervention (if any) was required? 27 was the secondary intervention performed, during the same procedure as the device failure or was it scheduled for another day? 28 were any other defects observed on the device prior to return (other than the reported complaint issue)? Unknown. 29 if yes, please specify what was observed, and where on the device it was observed. [Additional information] (wrong information): 1 general questions for all complaints; 1-1 (if any damages were confirmed prior to use)was the package damaged? Unknown. 1-2 (if any damages were confirmed prior to use)how was the device stored? Unknown. 1-3 was a sphincterotomy or balloon dilation performed prior to use of the stent device? Unknown. 1-4 was post-dilation performed after the placement of the stent? No. 1-5 what brand of endoscope was used with the device? Olympus. 1-6 what was the target location for the complaint device? Common biliary duct. 1-7 was the device flushed through both flushing ports before the procedure, as per IFU? Unknown. 1-8 details of the wire guide used (name, diameter, hyrdophyllic)? 1-9 was resistance encountered when advancing the wire guide or delivery system to the target location? Unknown. 1-10 how did the physician deal with this resistance? 1-11 was the patient's anatomy tortuous? Unknown. 1-12 did the tip of the delivery system cross the target location? 1-13 did the user pull the handle toward the hub during deployment, and delivery system was not pushed during deployment? Yes. 1-14 was the stent being placed through the side wall of a previously placed stent? No. Prior to place. 1-15 was the elevator in the down position during deployment? Unknown. 1-16 are images of the device of procedure available? Already stated, in patient/event info tab. 8 sheath separation: 8-1 details of the wire guide used (diameter, hydrophyllic, make)? 8-2 was high resistance encountered during stent deployment? 8-3 was the patient's lesion heavily calcified / was the patient anatomy tortuous? Unknown. 8-4 was pre dilatation conducted prior to stent deployment? 8-5 was the stent device flushed through the flushing port(s) before the procedure, as per IFU? Yes. 8-6 was the delivery system damaged/kinked/twisted? Unknown. 8-7 was the delivery system tracked around a tight angle in the patient anatomy or around a tight angle in an endoscope? Yes.